Event description:
As reported, pt had indwelling valved PICC device which was functioning without problems. When the pt developed a dvt (deep vein thrombosis) of which the exact cause was not known, it was decided to remove the PICC. Drug therapy had been discontinued for 3 days prior to the removal, and the PICC still flushed without problems. When attempting to remove the PICC, difficulty was encountered, so the catheter needed to be cut and a wire inserted in interventional radiology. The pt did not incur any additional complications other than an extended hospital stay. The used catheter has been returned for evaluation.

Manufacturer narrative:
The used device from this reported incident has been returned and is currently being evaluated. Upon completion of the investigation, a follow-up medwatch will be submitted.